Event description:
Customer reported pump malfunction with code malf 12 but no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Cts assisted customer in resetting the pump, and after the reset, the malfunction did not recur. Customer continued to use the pump with instructions to contact support if the issue recurs.